Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
Clinical sales representative (csr) called on behalf of the customer to inform of one surgeon who complained of the right master tool manipulator (mtm) opto button not working as usual. It was noted that it would get depressed when it was supposed to be pressed, which caused involuntary movement on the instrument that was handled on the right mtm. The surgeon informed the patient was not injury and did not want to use the right mtm opto button. The csr informed other surgeons had used the system without any issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. The opto button failure caused the instrument to move in unintended direction with uncontrolled motion. No action was taken. The issue was reported after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis replicated and confirmed the reported problem "opto button broken". In logs, the resistance was found pointing to the opto buttons on the gimbal, confirming the fault occurred in the field. Upon visual inspection, damaged opto buttons were found that would be related to the reported event. The master tool manipulator (mtm) was installed onto the surgeon function test platform (sftp) where it passed all tests. As a result of these findings, failure analysis was able to conclude that opto buttons were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.